Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ink and dirt-like foreign matter was found on bd luer-lok¿ syringes. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that ink and dirt-like foreign matter was found on bd luer-lok¿ syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Two pictures and two loose 3ml assembled syringes were received and reported to be from batch #5208874 (B)(4). The samples were visually evaluated. One syringe was found to have foreign matter on the barrel flange. The foreign matter appears to be dried ink, the foreign matter observed is larger than level 3 in size which is rejectable per product specification. The 2nd syringe was found to have foreign matter in the barrel collar. The foreign matter is light brown and embedded in the plastic part. The foreign matter observed is larger than level 3 in size which is rejectable per product specification. Device history record review was performed and showed no rejected inspections or quality issues during the production of the provided batch probable root cause: syringe 1 the potential root cause for the black foreign matter found is associated with the marking process. Syringe 2 the potential root cause for the embedded foreign matter found is associated with the molding process. The aql for foreign matter embedded on component is 0.65%. The defective rate identified is 2 out of 1,152,000,which is 0.0001%. No corrective actions are necessary based on the defective rate identified. Embedded foreign matter and ink dots outside the fluid path are safe and acceptable for their intended clinical applications. Based on the evaluation performed, bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion(s): syringe 1 the potential root cause for the black foreign matter found is associated with the marking process. Syringe 2 the potential root cause for the embedded foreign matter found is associated with the molding process.

Event description:
It was reported that ink and dirt-like foreign matter was found on bd luer-lok¿ syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.